Manufacturer narrative:
Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
The arjo representative has been informed about the event with involvement of arjo maxi move lift in the christchurch public hospital customer facility. It was reported to arjo representative that during patient transfer from the chair to the bed, the device started to tip over. When the nurse safety lowered the patient on the bed, the very loud "thud" occurred and caregiver's foot sustained impact by tiing lift . As a consequence of the event the caregiver sustained fracture of a big toe and received treatment in the hospital. The nurse did not remember if the brakes were applied at the time when the event occurred. The nurse stated that "she doesn't think so, there was so much going on all at once". After the event the device was evaluated by arjo's service technician. The functional test showed that lift was working according to manufacturer specification's - no malfunction was found. The service technician advised that the most possible scenario of the event was that one chassis' leg of the hoist was lifted slightly (while the legs were situated under the bed). At the time when patient was safety transfer on the bed , the weight of the one lift leg hit the nurse foot (which was placed close to the device chassis leg). Please note that our lift devices fulfill the iso 10535 requirements of being stable with the safe working load weight (swl) in the most adverse position. As required per iso 10535 a stability test was performed during the design phase for maxi move device that proves that even on a tilting slope, when lifting 1.25x the swl, and in the most adverse position, the device does not become unstable. The factor as the stability inherent to the design of the device at the time of use was not considered as contributing factor to the event. Based on previous investigations, the following factors are considered to be the possible causes of lift tipping: a) applying the chassis brakes while attempting to move the device, b) using other than maneuvering handle parts of the device to move it, for example, the mast, the jib, the spreader bar or the patient, c) pushing the device directly on the obstructions on the floor, d) pushing or pulling the device sideway instead of the front direction, e) malfunctions of the lift or the sling. Taking into account all the facts and information collected in a course of this investigation, we cannot determine what exactly happened in the facility. However, the hypothesis related to the device malfunction could be ruled out, as the lift was inspected by arjo representative an no device malfunction was found. The maxi move operating and product care instructions (krx21030.gb) warn and inform the user: "using the adjustable width chassis, it is possible to make adjustments to chassis leg widths to assist maneuverability around obstructions, for example, bed legs." "Do not attempt to move the jib by pulling or pushing on the mast. The jib, the spreader bar or the patient as this can cause the lift to topple over, and cause injuries. Always use the maneuvering handle when displacing the lift." Looking at the incident scenario it has been established that passive floor lift was being used for patient handling at the time of the event and in that way contributed to the reportable event - device was tipping over. No technical malfunction of the device was detected that could have caused or contributed to tipping and from that perspective, the floor lit device was up to its technical specification at the time of the incident. Nevertheless, the device was reported to almost tip and in this regard, the floor lift did not meet its performance specification. No adverse event occurred.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652).

Event description:
It was reported that while the nurse was transferred the patient to the bed, she heard a very loud noise and caregiver foot sustained some kind of impact. It happened when the nurse was lowering the patient onto the bed, as soon as he was safely on the bed, the "thud" happened. The nurse not remember if the device brakes were engaged, she said that "she doesn't think so".